Manufacturer narrative:
A medtronic representative went to the site to replace the power cable and test the equipment. The hardware, software, and instruments then passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested for suspect power cable 09/06/2016. No parts have been received by manufacturer for analysis. No further issues have been reported. Part not received by manufacturer.

Event description:
A site biomed representative reported their navigation system powered off immediately after unplugging. The operating room (or) staff reported to the biomed representative that they saw a spark near the outlet their navigation system was plugged into, and then the cart powered down and it could not power back up. In trouble-shooting, the biomed representative was in front of the navigation system and confirmed that it does power on normally. The biomed rep unplugged, then re-plugged, the navigation system and noticed a spark inside of the clear power plug head. The navigation system shut down quickly after unplugging. It was unknown how long the navigation system had been charging prior to this testing. No further details regarding the behavior, or specifically when it occurred, were provided. There was no patient present when this issue was identified.